Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with vancomycin (1 gm, once, and route not reported) and inj. Meropenem (IV, dose, and frequency not reported). The patient remained hospitalized for the peritonitis. No additional information is available at this time.